Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns physician reported that a pt had high impedance after recently undergoing a battery replacement. There was no reported causal issue since the implant, and the pt's device was immediately disabled. The diagnostic history from the pt's replacement surgery was reviewed by a company rep, and it was confirmed that all diagnostics performed there were within normal limits with impedance in the 3900 ohms range. A revision surgery is likely, but has not occurred to date. Good faith attempts for more info have been unsuccessful to date.